Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was exhibiting noise and causing oversensing. The noise appeared external. The patient is not dependent, but was symptomatic, so the lead was capped. No additional adverse patient effects were reported.